Event description:
Follow-up identified the ipg was inoperable. Reportedly, surgical intervention was undertaken on (B)(6) 2017 during which time the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. 1627487-05242011-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported failure to recharge or connect the scs system as manufacturer recommended in more than a year. Consequently, external devices would no longer communicate with the ipg. As a result, surgical intervention may be undertaken as the next course of action.